Event description:
It was reported that the pt was no longer able to hear with his ci on (B)(6), 2011. History of impact is denied by the pt and problems of external devices have been ruled out. Testing shows that the device has malfunctioned. The pt was reimplanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.